Event description:
The manufacturer received information from customer in reference to a ds2adv auto CPAP with an allegation machine overheated and device will not turn on. There was no report of serious injury or harm. There is no medical intervention was specified. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer confirmed that device will not turn on and a burning odor. The manufacturer observed an unknown dust contamination the water tank lid, water tank seal and water tank. The water tank was observed to have a dark substance, potential bacterium on it. The top enclosure and ui display bezel screw was observed to have corrosion on it likely due to liquid ingress, an unknown dust contamination and potential burn marks on ui display bezel. Manufacturer observed hairlike particles on top enclosure. Dust and hairlike particles were observed on center enclosure. Mineral deposits and bur marks on iso (international organization for standardization) port. Q3 component of pca (printed circuit assembly) was observed to have thermal event and pca (printed circuit assembly) had potential corrosion. An unknown dust-like contaminant was observed on the blower box cap and the inlet/outlet seal. The inlet/outlet seal was observed to have a brown discoloration on it. An unknown dust-like contaminant and hair-like particles were observed on the blower box cap and liquid ingress with potential mineral deposits were observed inside the inlet of the blower box, on the blower, blower seal, the blower box, heater plate, heater plate spring, and bottom enclosure. The brass nut on the blower was observed to have corrosion to it, likely due to liquid ingress. A dark dust-like contaminant consistent with keratin was observed on the outlet of the blower box. Evidence of sound abatement foam degradation/breakdown was not observed. Discoloration on outlet seal. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found multiple error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation/breakdown and observed multiple contaminants and was not able to confirm the complaint or address the symptoms specified and the unit got scrapped.